Manufacturer narrative:
At this time, the device and ventricular lead remain in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this sales representative (sr) was concerned with possible undersensing with this device. Technical services (ts) reviewed some strips the sr faxed in and discussed potential ventricular loss of capture. Lead measurements are stable and no patient symptoms were reported. Ts recommended trying to recreate noise and to continue monitoring patient.